Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2017 with the following findings: during investigation, the black box for the date of the event was not available. The pump was returned with corrosion in the battery compartment. The battery compartment was found to be cracked. The available black box showed unusual fluctuations of the voltage resulting in a "replace battery" and "low battery" alarm. The battery cap was not returned. A test battery cap was able to attach to the pump and was able to power on. The current draws were within specification. A "battery life" issue was not duplicated during testing. A leak test failed due to a battery compartment leak. The pump cover was removed and there was no further evidence of moisture observed. There were no loose components inside the pump.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.